Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect k for gen.2. The initial results were not reported outside of the laboratory. The first patient's sample initially resulted in a na value of 114 mmol/l, which repeated as 134 mmol/l when tested on a second analyzer. This sample initially resulted in a k value of 3.9 mmol/l, which repeated as 4.7 mmol/l when tested on a second analyzer. The second patient's sample initially resulted in a na value of 120 mmol/l. The sample was repeated twice on the same analyzer, resulting in na values of 140 mmol/l and 140 mmol/l. The sample was also repeated twice on a second analyzer, resulting in na values of 139 mmol/l and 139 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The first patient sample also had discrepant results for ise indirect k for gen.2. The initial results were not reported outside of the laboratory. The first patient's sample initially resulted in a na value of 114 mmol/l, which repeated as 134 mmol/l when tested on a second analyzer. This sample initially resulted in a k value of 3.9 mmol/l, which repeated as 4.7 mmol/l when tested on a second analyzer. The second patient's sample initially resulted in a na value of 120 mmol/l. The sample was repeated twice on the same analyzer, resulting in na values of 140 mmol/l and 140 mmol/l. The sample was also repeated twice on a second analyzer, resulting in na values of 139 mmol/l and 139 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.